Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2020-31740. It was reported the patient underwent surgical intervention to replace one of the scs system leads due to high impedance. Reportedly, the physician noted the lead did have a fracture. Stimulation therapy was restored postoperatively.

Event description:
Related MFR report: 3006705815-2020-31740.

Manufacturer narrative:
As received, the octrode lead had its internal wires broken, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.